Event description:
Inability to walk [unable to walk]; swelling [swelling of r knee]; significant pain [aching (r) knee]. Case narrative: this case was linked to cases (B)(4) (same patient). Initial information received on 05-sep-2019 from united states regarding an unsolicited valid serious case received from a physician. This case involves a 64 years old male patient who experienced swelling (latency: unknown), significant pain (latency: unknown) and inability to walk (latency: unknown), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 2ml, frequency two times (lot : 8rsp015c, 30-jun-2021) for osteoarthritis in right knee. On (B)(6) 2019, patient received the second injection of the three series injection of hylan g-f 20, sodium hyaluronate. On an unknown date in (B)(6) 2019, after receiving the second injection, patient experienced swelling (latency: unknown) (intervention required), significant pain (latency: unknown) (intervention required) and inability to walk (latency: unknown) (intervention required). As a corrective treatment, patient was given medrol dosepak and was advised to take nsaids and elevate and follow up in 8 weeks. On (B)(6) 2019, patient was scheduled to receive the third injection of the three series of injection of hylan g-f 20, sodium hyaluronate, but due to pain and swelling, he was not administered another dose and would not be receiving the same due to the nature of his reaction. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions. Action taken: drug withdrawn. Corrective treatment: medrol dosepak, nsaids and elevate for all events. Outcome: unknown for all events. A product technical complaint was initiated on 24-sep-2019 for synvisc. Batch number: 8rsp015; global ptc number: (B)(4). The production and quality control documentation for lot # 8rsp015 expiration date (2021-06) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp015 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 24-sep-19 there are 7 complaints on file for lot# 8rsp015 and all related sub-lots. 7 complaints are on file for lot# 8rsp015c: 1 complaint on file for luer lok defect. 6 complaints on file for adverse event report. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 ?product event handling? To determine if a CAPA is required. Final investigation complete date: 24-sep-2019 additional information received on 24-sep-2019. Investigation summary received and ptc results added.

Event description:
Inability to walk [unable to walk]. Swelling [swelling of r knee]. Significant pain [aching (r) knee]. Case narrative: this case was linked to cases (B)(4). Initial information received on 05-sep-2019 from united states regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) male patient who experienced swelling (latency: unknown), significant pain (latency: unknown) and inability to walk (latency: unknown), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 2 ml, frequency two times (lot : 8rsp015c, 30-jun-2021) for osteoarthritis in right knee. On (B)(6) 2019, patient received the second injection of the three series injection of hylan g-f 20, sodium hyaluronate. On an unknown date in (B)(6) 2019, after receiving the second injection, patient experienced swelling (latency: unknown) (intervention required), significant pain (latency: unknown) (intervention required) and inability to walk (latency: unknown) (intervention required). As a corrective treatment, patient was given medrol dosepak and was advised to take nsaids and elevate and follow up in 8 weeks. On (B)(6) 2019, patient was scheduled to receive the third injection of the three series of injection of hylan g-f 20, sodium hyaluronate, but due to pain and swelling, he was not administered another dose and would not be receiving the same due to the nature of his reaction. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions. Action taken: drug withdrawn. Corrective treatment: medrol dosepak, nsaids and elevate for all events. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.